Event description:
Rptr stated that the MFR is aware of, and not reporting several events where the pt was significantly burned due to a known design problem with the office model esu units. Rptr stated that corporate mgr. Had a "vindictive nature" and therefore rptr was calling FDA anonymously. Rptr also states they thought there was a group of doctors suing the co. Due to these events.